Event description:
The report we received from the affiliate indicated that during an angioplasty procedure, the physician tried to cross the lesion with several competitor wires; an attempt to cross the lesion with a shinobi guidewire was made, but it was unsuccessful as well. Consequently, the procedure was concluded without being able to access the lesion. There was no pt injury reported. The shinobi guidewire was returned for evaluation and the analysis identified that the distal 1 cm of the polytetrafluoroethylene (ptfe) sheath appears to be scraped.

Manufacturer narrative:
During a coronary intervention, the physician was unable to cross a lesion with several steerable guidewires, including a shinobi. All attempts failed and the procedure was abandoned. No pt injury was reported. Although vessel/lesion characteristics were not reported, the failure to cross with several wires indicates a lesion with significant complexity. Analysis of the returned device confirmed kinks and bends at the distal end of the guidewire and a scraped ptfe sleeve. As received, the specimen does not present any obvious indications of manufacturing defect or anomaly. As noted above, the bend damage presented by the specimen appears consistent with prolapse during the attempted clinical application. The kinks on the distal 3.1 cm appear consistent with multiple prolapse conditions. The distal 1 cm of the ptfe sheath appears to be scraped. At this time, it appears that clinical conditions may have impacted on the event as reported. The conjecture is supported by the event description. Based on the complaint narrative, the inability to cross the lesion in this case is not unique to this specimen device. These observations are based on the evidence presented by the sample article and the supporting documentation. Pending receipt of additional information assignment of root cause for this complaint remains speculative and inconclusive. All records indicated that the product was final inspection tested and determined to be acceptable. With the limited information available, it appears that vessel/lesion characteristics may have contributed to this event.